Event description:
It was reported during an oxford signature arthroplasty on (B)(6) 2012, the guides were placed on the patient and fit well. After the initial bone preparation the flexion gap could not be accommodated by the 9mm bearing spacer, the level of resection was too deep. To complete the procedure the case was converted to total knee and a 6mm tibial medial augment was required to finish.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Supplier manufacturer reviewed planning and procedures that were utilized to manufacture the guides. Supplier confirmed that the guides were manufactured according to the surgeon's preferences. The root cause of the issue could not be identified as the guides were manufactured according to specifications.